Manufacturer narrative:
Unit communicated properly with the minilink transmitter and the glucose sensor simulator. The high alarm with audio tone alert functions properly during testing. Unit passed the displacement test, rewind, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit also passed tone check and vibrate check on self test. No audio/beep anomaly noted. Unit was unable to prime during the prime/a33 test and alarmed a33 during the basic occlusion test due to due to loose/protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and dat test due to prime anomaly. Unit had minor scratched display window, broken battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, a missing end cap sticker and a stained address/serial number label. Unit received without the original battery cap. Unable to verify damage to the original battery cap.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6), 2018 with blood glucose of over 400 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with stayed over night. Customer troubleshoot was not performed. The insulin pump will be returned for analysis.